Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(4) study. It was reported that patient underwent left total hip arthroplasty on (B)(6) 2003. During post operative monitoring and testing, pain, popping, a malpositioned cup and femoral osteolysis were noted. These findings were found due to follow up testing. Patient also reported during follow up testing popping and snapping. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01819 & 03142).

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; manufacture date ¿ unknown.